Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. At the time of the call the insulin gauge displayed an inaccurate value of 37 units and the cartridge was loaded with 120 units of insulin. The customer's blood glucose was 167 mg/dl. The customer continued using the pump for insulin therapy.